Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal software was not working after changing out the dexcom sensor. Multiple attempts were made to perform troubleshooting regarding the reported issue; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.